Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, the pc400 coil became stretched while deploying into the aneurysm. Upon retraction, the pc400 coil unintentionally detached. The physician required a snare device to remove the detached pc400 coil; however a fragment of the pc400 coil remained in the patient and was secured using a stent device. The procedure successfully continued using another manufacturer's device. There was no report of an adverse effect on the patient.